Event description:
On (B)(6) 2012, pt reported experiencing concern with leaking issues while using the infusion device. Pt stated he noticed the leak while changing the insulin cartridge. Pt reported the leak originates somewhere around the insulin cartridge. Pt stated he hears the audible click when attaching the infusion site to the infusion set tubing. Pt is using expired infusion sets. Advised against using expired products. Pt reported when he changes the insulin cartridge, the cartridge compartment is half way filled with insulin. Pt stated he has to pour the insulin out of the compartment. Pt reported the leak occurred while he was using the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, infusion set, insulin cartridge and infusion adapter for evaluation.